Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that a day prior to this report, her infusion set's tubing detached at the quick release and the infusion set came off her skin, while she was working in the yard. The site location was on the left side of her abdomen and the pump was on the left side. The infusion had been used for the second day and the infusions were stored at the room temperature. She was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.